Event description:
Information was received based on review of a journal article titled, "lateral unicompartmental arthroplasty with the oxford meniscal knee" which reports the results of 53 knees with lateral compartmental osteoarthritis treated by unicompartmental arthroplasty with the oxford meniscal knee manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Patient follow-up results provided at month eight (8) post-implantation indicates patient underwent a revision surgery on an unknown date due to bearing dislocation. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date/lot number - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02227, which referenced a journal article written on a study that this patient took part in.